Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter exhibited needle retraction failure. No serious injury or medical intervention was reported.

Event description:
The bd angiocath IV catheter is not a safety device. There was no retraction failure, and the needle could not be separated from the catheter due to tip adhesion. This is not considered a reportable malfunction.

Manufacturer narrative:
The bd angiocath IV catheter is not a safety device. There was no retraction failure as the bd angiocath IV catheter does not have a retractable needle. The needle could not be separated from the catheter due to tip adhesion. This is not considered a reportable malfunction.